Event description:
It was reported that a flogard infusion pump experienced an f_49 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the event lot confirmed the reported f_49 alarm. The cause of the alarm was determined to be a damaged main battery. To address this issue the main battery was replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.